Event description:
The account alleged the head of the bed is raising and lowering on its own. No pt impact.

Manufacturer narrative:
The tech found the cause to be the pt pendant. The tech replaced the pt pendant to resolve the issue.